Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the proximal and internal condyle tibia, and underwent on operation for osteosynthesis on (B)(6) 2012. The surgeon bent the upper part of plate toward the bone, and inserted cortex screws to stabilize the proximal tibia. The patient was non-weight bearing for four weeks, partial weight bearing at five weeks, and on full weight bearing from eight weeks. When the doctor performed surgery for removing the implants about one year later, he found that the locking screw at proximal and posterior of the plate was broken. The surgeon could not detect the displacement of a bone at the fracture site, and there was no physical complaint from the patient in follow-up duration. This report is 5 of 6 for complaint (B)(4).